Manufacturer narrative:
Citation: halim et al. Transcatheter aortic valve replacement: impact of pre-procedural feops heartguide assessment on device size selection in borderline annulus size cases. Neth heart j. 2021 dec;29(12):654-661. Doi: 10.1007/s12471-021-01620-4. Epub 2021 sep 8. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding device size selection in transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between april 2015 and january 2020. The original study population included 559 patients which after applying study criteria was reduced to 24 selected patients (predominantly female, mean age 83.5 years). All patients were implanted with a medtronic evolut r (n = 12) or evolut pro (n = 12) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, adverse events included: moderate to severe paravalvular leak (pvl), and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.